Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges unbearable pains, squeaking noise from prosthetic joint, powerlessness, discomfort, elevated metal ions in the blood and metallosis. The malfunction of the mom prosthesis resulted to higher friction with increased toxic ions. Doi: (B)(6) 2008, dor: (B)(6) 2010, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780 superseded by mdd CAPA-001226. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa 00780 superseded by mdd CAPA-001226 has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Initial reporter occupation: lawyer (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4) superseded by (B)(4). The complaint was re-opened upon receiving a claimsuite alert. The information received did not change the original investigation report.

Event description:
Asr revision. Asr unknown; unknown hip. Reason for revision: claim letter alleges patient was revised due to high chromium and cobalt metal particles in the blood and metallosis. The patient is seeking compensation for all the damages suffered. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (unknown hip).